Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Npb not authorized to svc this ventilator. The customer reports he verified the malfunction. The customer inspected the device and replaced the graphic user interface pcb. The unit was reported to have passed extended self testing.

Manufacturer narrative:
Npb not authorized to svc this ventilator, therefore, repairs cannot be verified. The customer reports he verified the malfunction. The customer reports he inspected the device and replaced the graphic user interface pcb. The unit was reported to have passed extended self testing.